Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2013, 20:53:15. During night drain cycle three, the patient's ultrafiltration reading was 1506ml, indicating the home patient (hp) drained 1506ml more than their maximum programmed fill volume of 1900ml. No further information was available.

Manufacturer narrative:
(B)(4). The device was evaluated and the reported issue was confirmed through the review of the logs. The cause was determined to be one or more cycles advancing to next fill when slow / no flow occurred above the min drain volume threshold. Should additional relevant information become available, a follow-up report will be submitted.